Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the atrial channel, resulting in inappropriate atrial tachy response (atr) episodes. Additionally, technical services (ts) noted rythmiq was deactivated due to it being triggered by premature ventricular contractions (pvc). Reprogramming options were performed. No adverse patient effects were reported. This device remains in service.